Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation'). In an adult female patient who had essure (batch no. 50707096), inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, d&c, removal of essure device, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and fallopian tube perforation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, bilateral fallopian tube occlusion status post essure placement. Lot number#: 50707096, manufacturing date: 2012-12, expiration date: 2015-12 -31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure (batch no. 50707096) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, d&c, removal of essure device, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and fallopian tube perforation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion status post essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: lot number was added, reporter was added. Patient's dob added. Type of essure removal added. Event of perforation updated to fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.